Event description:
A cardiac arrest occurred and the patient passed away. It was reported that a farawave nav was selected for use during a concomitant pulsed field ablation (pfa) and then watchman procedure to treat atrial fibrillation (afib). Following completion of the pfa procedure, all products were removed from the patient. A non-boston scientific device was requested and the patient was prepared for the use of it. Once transseptal was achieved, a non-boston scientific sheath was exchanged for a non-boston scientific delivery sheath. A non-boston scientific pigtail catheter was inserted, and the patient blood pressure dropped. A cardiac arrest was reported. A cardiopulmonary resuscitation (CPR) was administrated when pacing could not be captured. After several minutes of attempted to stabilize the patient, a coronary angiography was performed. A non-boston scientific device was placed into the patient. The patient was admitted to the hospital beyond the standard course of care. The watchman procedure was aborted. The nrg needle was not in the body at the time of the issue happened, and according to the physician, the device did not contribute to the event. Later, it was reported that the patient deceased same day of the procedure. No other patient complications were reported. The device is not returning for investigation. It was further reported that there was no access solution device in patient body when complication begun. Procedure was supposed to be a pfa then watchman, but watchman was aborted. Once all catheters where out an amulet was decided on to be attempted. There were no other issues and also no issue noted during farapulse pulse field ablation (pfa) portion of the procedure. Patient was expired on (B)(6) 2026.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device analysis: boston scientific is in progress with the attempts to retrieve the device; however the device is not expected to be returned. A technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Risk assessment: a risk review performed for the farawave device confirmed that the events of cardiac arrest, hypotension and death are known event defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Various harms could lead to the death of a patient, including, but not limited to cardiac arrest. Investigation conclusion: based on the information provided, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Cardiac arrest, hypotension and death are expected procedural complications addressed within the IFU for the farawave catheter.

Event description:
A cardiac arrest occurred and the patient passed away. It was reported that a farawave nav was selected for use during a concomitant pulsed field ablation (pfa) and then watchman procedure to treat atrial fibrillation (afib). Following completion of the pfa procedure, all products were removed from the patient. A non-boston scientific device was requested and the patient was prepared for the use of it. Once transseptal was achieved, a non-boston scientific sheath was exchanged for a non-boston scientific delivery sheath. A non-boston scientific pigtail catheter was inserted, and the patient blood pressure dropped. A cardiac arrest was reported. A cardiopulmonary resuscitation (CPR) was administrated when pacing could not be captured. After several minutes of attempted to stabilize the patient, a a coronary angiography was performed. A non-boston scientific device was placed into the patient. The patient was admitted to the hospital beyond the standard course of care. The watchman procedure was aborted. The nrg needle was not in the body at the time of the issue happened, and according to the physician, the device did not contribute to the event. Later, it was reported that the patient deceased same day of the procedure. No other patient complications were reported. The device is not returning for investigation. It was further reported that there was no access solution device in patient body when complication begun. Procedure was supposed to be a pfa then watchman, but watchman was aborted. Once all catheters where out an amulet was decided on to be attempted. There were no other issues and also no issue noted during farapulse pulse field ablation (pfa) portion of the procedure. Patient was expired on (B)(6) 2026.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
A cardiac arrest occurred and the patient passed away. It was reported that a farawave nav was selected for use during a concomitant pulsed field ablation (pfa) and then watchman procedure to treat atrial fibrillation (afib). Following completion of the pfa procedure, all products were removed from the patient. A non-boston scientific device was requested and the patient was prepared for the use of it. Once transseptal was achieved, a non-boston scientific sheath was exchanged for a non-boston scientific delivery sheath. A non-boston scientific pigtail catheter was inserted, and the patient blood pressure dropped. A cardiac arrest was reported. A cardiopulmonary resuscitation (CPR) was administrated when pacing could not be captured. After several minutes of attempted to stabilize the patient, a coronary angiography was performed. A non-boston scientific device was placed into the patient. The patient was admitted to the hospital beyond the standard course of care. The watchman procedure was aborted. The nrg needle was not in the body at the time of the issue happened, and according to the physician, the device did not contribute to the event. Later, it was reported that the patient deceased same day of the procedure. No other patient complications were reported. The device is not returning for investigation.